Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an asian female patient who underwent primary breast augmentation surgery with a 325cc mentor smooth round moderate profile saline breast experienced right sided infection and deflation post procedure. As a result, patient underwent unilateral removal and replacement with like device on (B)(6) 2011.